Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), updated the backlight inverter pcb and updated the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, there are lines across the bottom screen on a 840 ventilator. The ventilator was not connected to a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.